Manufacturer narrative:
Core lab review of imaging confirmed a type iiib endoleak, stent fractures and stent ring enlargement (sre) on stent graft vnmc3737c 182tj. No stent ring migration (srm) was observed, aortic enlargement was not assessable. It was also noted that vnmc3737c182tj struts associated with fractures are assumed to be an sre, but as struts have separated to such a degree, not possible to evaluate measured stent ring maximum diameter; further srms are not evaluable when struts have fractured. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis conclusion: stent fracture and deformation were observed in the images provided; however, the cause of these findings remains undetermined due to limited available data, as only two still images of suboptimal quality were provided at the time this report was completed. Lack of pre-implant CT scans did not allow for assessment of the pre-implant anatomy, and earlier post-implant cts were not available for comparison of the stent graft's in vivo configuration over time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Valiant navion stent grafts (vnmc3434c182tj or vnmc3737c182tj) were implanted in the endovascular treatment of a 60 mm taa. It was reported 4.5 years later, an increase in aneurysm diameter was noted due to damage to the distal portion of the stent on the vnmc3737c182tj stent graft. The stent detached, fractured and migrated. An endoleak, believed to be either a type ib or a type iiib was suspected to have been the cause of the aneurysm enlargement. Distal migration of the stent graft was observed. The physician is unsure whether migration occurred first, causing stent damage and aneurysm enlargement, or if the aneurysm enlargement occurred first, leading to migration and then damage. Over a month later additional treatment was performed using the implant of a non-medtronic stent graft (zenith). There are no allegation against the vnmc3434c182tj stent graft. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
It is confirmed to be have been unclear which type of endoleak was present, iiib or ib, during intervention. The endoleaks were reported to be resolved after the intervention. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.